Manufacturer narrative:
(B)(4). Investigation result of side car-rx pushback. A visual examination of the returned device found the sheath and coil are buckled in multiple areas from the distal end. The side car-rx presented pushback out of specification. Functional evaluation was performed inside and outside the duodenoscope. The basket easily extends and retracts, and fully opened. The basket wires were evenly spaced and un-deformed. It is the most likely that during the procedure the device could have been manipulated, since sheath pushback and buckled are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices, and these failures could have caused the reported failure of basket won¿t open. Moreover, the unit has residues. Therefore, the most probable root cause is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stone slipped out of the basket upon attempting to crush a 1cm stone. The physician made another attempt to capture the stone. However, the basket failed to open. The device was removed and tested outside the patient. The basket wires extended but the basket was unable to open. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.